Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Received a report that the physician's dell handheld computer was faulty. The handheld computer and software were returned for product analysis. Analysis of the returned software identified file corruptions, which caused the reported problems. No anomalies were found in the product analysis of the dell handheld computer.